Event description:
Note: the date of the event is unknown. It was reported to boston scientific corporation on october 9, 2008, that a hydrothermablator (hta) procedure set with tenaculum stabilizer and disposable heater canister was used during a therapeutic hydrothermal ablation procedure on an unknown date. According to the complainant, during preparation, they found a bug (insect) inside the second peel pack. The procedure was completed with another hydrothermablator procedure set. The patient's condition was reported as "fine."

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.